Manufacturer narrative:
The reported event was lead dislodgement. A complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The measured full helix extension length was within specification as received. Final analysis found no indication of conductor fractures or internal shorts. No anomalies were found.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the left bundle branch (lbb) lead dislodged multiple times. The lbb lead was not used and replaced on (B)(6) 2024. The patient was in stable condition.